Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, certified diabetes educator reported that pt was hospitalized due to hyperglycemia while pregnant. Certified diabetes educator was advised how to review carbohydrate ratios and insulin sensitivity factors. Pt was not available to speak, and add'l details were not provided. Three attempts were made to f/u with pt, and these were not successful. No product was requested for eval.